Event description:
Locking mechanism is broken. Handle slips out of 9 o¿clock position when blade is running. Case type / application: tka 2.0

Manufacturer narrative:
An event regarding locking mechanism failure involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device with locking mechanism failure was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: pivot mechanism - stuck. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Locking mechanism is broken. Handle slips out of 9 o¿clock position when blade is running. Case type / application: tka 2.0.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.